Event description:
It was reported that the patient was experiencing overstimulation due to lead migration. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted lead will be returned.

Manufacturer narrative:
The returned lead was analyzed, passed all tests performed, and exhibited normal device characteristics.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing overstimulation due to lead migration. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted lead will be returned.